Event description:
It was reported that a user paused the pump during showers without disconnecting due to infection concerns, intermittently remained disconnected instead of performing a supply change, and was unsure how to verify correct infusion sets until education confirmed use of insets. Troubleshooting and education were completed with no device alerts or alarms and no effect on blood glucose at the time of the call. No reported symptoms or adverse clinical effects. Outcomes included user frustration regarding instructions and the recommendation to limit pause duration to two hours. Investigation included user interview, troubleshooting, and education regarding disconnection practices, use of caps, infusion set verification, and referral to the trainer or healthcare provider for medical guidance. Investigation of this case revealed user technique and use error related to pump pausing and disconnection practices, with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was use error and inadequate user understanding of operating instructions.